Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Five years later the proximal neck was 31-42-43 mm in diameter and 07 mm in length. The aortic neck angulation was 44 degrees. On a follow up CT scan, seven years later a type iii separation endoleak was observed between the endurant left limbs. The physician performed an intervention and implanted two endurant ii stent grafts 16x16x124 and 16x24x124, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.